Event description:
It was reported that the customer received a motor error alarm. Troubleshooting ocured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had a constant failed battery test alarm after battery insertion due to a faulty battery tube. The operating currents, low battery alarm, off no power alarm, battery icon anomaly and motor error alarm could not be tested due to this alarm. No data could be transferred. The insulin pump was also received with minor scratches on the display window, a cracked battery tube, and a broken reservoir tube lip. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).